Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were non-sustained ventricular tachycardia (nsvt) and non-sustained high rate episodes with oversensed noise causing inhibition of pacing. The physician suspected some possible external interference; however, after questioning the patient it was not possible to identify potential sources. The sensitivity was reprogrammed. The rv lead and device remain in use. No patient complications have been reported as a result of this event.